Event description:
It was reported that a chest x-ray was performed and found there was loss of capture on this right atrial (ra) lead. Additionally, there noise that was being oversensed resulting in pacing inhibition of less than two seconds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.